Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter defective / damaged. It was reported by the customer that started IV and blook sprayed from IV site along holes of catheter, diffecult to thread into vein but able to: IV resistant at first but able to flush and remained in patient. Currently patent. Verbatim: started IV and blook sprayed from IV site along holesof catheter, diffecult to thread into vein but able to: IV resistant at first but able to flush and remained in patient. Currently patent.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.